Event description:
It was reported that the superion indirect decompression system implant patient experienced device migration after a fall and has not received any pain relief from the therapy.

Event description:
It was reported that the superion indirect decompression system implant patient experienced device migration after a fall and has not received any pain relief from the therapy. Additional information was received indicating that the superion indirect decompression system implant was removed. The patient was doing well postoperatively. The explanted device was retained by the hospital and was not returned to bsc.